Event description:
It was reported that during an unknown procedure, the jaw of the device could not close before the first firing with a white reload. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned with the clamping mechanism damaged and without reload present. No functional test could be performed due to the condition of the device. However, the device was disassembled to verify the internal components and the yoke was noted to be broken. Although no conclusion could be reached as to how the yoke became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped over an excess of tissue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The manufacturing records were reviewed and no anomalies were found.